Event description:
The customer reported being hospitalized due to low blood glucose. The blood glucose reading at time of call was 93mg/dl. The customer stated that the cause of her low blood glucose was the adrenal gland deficiency. The customer mentioned using lithium batteries in the past. Advised the customer that the lithium batteries are not recommended to be used in the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.